Event description:
It was reported there was low maximum milli amp output. No ring, bails, and covers sent. The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported low maximum milli amp output when tested at the recommended test load. Note that this could be reproduced when test load was set to 1000 ohms instead of the recommended 500 ohms load. Ring, bails, ring cover, and both bail covers are missing. Upper and lower cases are broken. Battery release, heart block, lead flex cover, battery drawer, and battery drawer o-ring are contaminated. Lcd (liquid crystal display) is out of mechanical specification; gasket is sticking out into display area. Main printed circuit board is out of electrical specification; failed battery removal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was low maximum milli amp output. The device was returned for repair. No patient involvement or complications were reported.